Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20 ml syringe cutting line is not obvious and easy to tear. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the cutting line is not obvious and easy to tear.

Manufacturer narrative:
H.6. Investigation summary: three sealed samples and one photo were provided to our quality team for investigation. Upon visual inspection, the blisters are verified to be properly sealed and joined, no issues with the line that separates the blisters. A device history review for lot 1812279 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based upon the quality teams investigation, the root cause cannot be determined. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ 20 ml syringe cutting line is not obvious and easy to tear. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the cutting line is not obvious and easy to tear.